Manufacturer narrative:
Summary evaluation: the examination results verified the laxity complaint but could not duplicate this condition with an insert from the same lot in final stock. These findings suggest that this event is likely related to tolerance variations and extremes.

Event description:
Reporter states that after the femoral component was implanted, tibial baseplate (6632-3-620 lot eplxb) and patella were inserted and cement cured. The tibial insert was placed on the universal baseplate. It was allegedly grossly loose. Insert was explanted, and the baseplate was checked for soft tissue or cement interference. None was present. Implant was inserted once more and was still loose. There was no 9mm back up. An 11mm trial was inserted and found to be a suitable substitute, whereupon an 11mm insert was implanted. It still showed some slight movement after locking, but was found to be acceptable. There were no adverse consequence for the pt.